Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿ also reported having low blood glucose level of 40 mg/dl, treated with food and glucose tablets. Patient's current blood glucose value: 200 mg/dl. Customer was in emergency room for low blood glucose level. The customer was wearing the pump at time of hospitalization. Reportedly, ring was missing on the reservoir compartment, but the reservoir compartment could lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test, occlusion test and displacement accuracy test due to missing retainer and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment, broken reservoir tube lip and minor scratched lcd window.